Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
No string hanging from it...made tampon removal very difficult- retained [foreign body in reproductive tract]. Tampon removal very difficult and unpleasant. - vagina [vulvovaginal discomfort]. There was no string hanging from it- tampon [device physical property issue]. I got into a very unpleasant situation when after inserting the tampon I noticed that there was no string hanging from it. This made tampon removal very difficult and unpleasant. [Complication of device removal]. Case narrative: consumer reported via e-mail that there was no string hanging from the tampon. No serious injury was reported.